Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the pulmonary artery. A 4mm x 20mm x 144cm coyote es balloon catheter wa advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the balloon ruptured during 10th inflation at 10 atmospheres for 30 seconds.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the pulmonary artery. A 4mm x 20mm x 144cm coyote es balloon catheter wa advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.